Manufacturer narrative:
The analysis of the handpiece did show that the head had a dent close to the push button causing the push button to stick in. This causes unusual inner friction and therefore a quick heat up of the push button and the head. This was reproducible during a short test run. After disassembling of the product is was visible that the push button had circular groove worn into it which verifies that it touched the inner spinning parts during the treatment. A dent in the head is the result of a strong external hit which could be caused by a drop, e.g. During reprocessing. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. (B)(4).

Event description:
During a standard dental treatment on tooth #29 the handpiece heated up and caused a burn to patient on the right inside of cheek at the corner by lip. Burn mark was the size of handpiece back cap. No medical care was necessary. This is a second issue with the same product - see also MDR 3003637274-2016-00049.